Event description:
It was reported that during a radiofrequency turbinate reduction (rftr) procedure, the subject device would not connect with the system. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. There were no reports of patient harm.

Event description:
Additional information was received from the customer that the procedure was canceled due to connection issue. It was determined that there was no harm to the patient as initially reported. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The f10 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur.